Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 61-year-old female patient with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2024. On (B)(6) 2025, novocure received a medical record dated (B)(6) 2025, indicating that the patient developed a rash associated with optune gio therapy. The rash was unresponsive to topical clobetasol and diphenhydramine cream. It resolved following the administration of dexamethasone, which had originally been prescribed on (B)(6) 2024, for gait disturbance and nausea unrelated to optune gio therapy. Due to the persistence of the rash, the patient was advised to initiate low-dose prednisone therapy. Prednisone 10 mg was subsequently prescribed. On (B)(6) 2025, the healthcare provider confirmed that the patient had been prescribed 5 mg of prednisone daily for the management of skin irritation associated with optune gio therapy. The patient was also receiving bevacizumab at that time and continued optune gio therapy.